Event description:
The trials do not lock or fasten into place, they impinge on various parts of the anatomy (both bone and soft tissue) causing the trials to pop out or misalign upon reduction. The surgeon was not able to get an accurate representation of the arm length and joint tension due to the instability of the trial construct. The surgery was delayed approx. 30 minutes due to the problem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.